Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the pacemaker was in back-up mode due to a software related reset. The pacemaker was successfully reprogrammed and restored. The patient was in stable condition.